Event description:
Subsequent to the previously filed medwatch report, returned device analysis revealed that the hypotube was separated. Additional reported information indicates that the proximal shaft separation occurred due to manipulation of the device during packaging for return shipment.

Event description:
It was reported that before use of a 3.0x23 mm rx xience xpedition stent delivery system (sds), during preparation when flushing the sds, a leak in the balloon was noted. The device was not used and there was no patient involvement. There was no reported clinically significant delay in the procedure due to the rx xience xpedition issue. A 2.75x24 mm non-abbott stent was implanted and a 2.5x15 mm nc trek balloon catheter was used for post-dilatation. The procedure was successful. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.